Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Results: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Conclusions: the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
This report is being filed upon notification from our x-ray MFR in (B) (4) to submit this event. Problem: pt was having an x-ray procedure. The deployment of an inferior vena cava filter (for a blood clot in leg) was too high and the doctor could not see location of the renal veins. This was due to poor image quality. No injury to pt.